Manufacturer narrative:
Return requested. Replacement mvs computer shipped to site. Suspect mvs computer, returned to manufacturer for investigation on 03/28/2016. Under analysis. Return requested. Replacement device shipped to site. Replacement power supply returned to manufacturer on 03/28/2016, unused. On 03/19/2016 a medtronic representative performed an imaging system check-out, all areas passed. Mobile view station (mvs) randomly re-boots. Replaced mvs computer. System is ready to use. System performed as intended.

Event description:
A medtronic representative reported that a site's imaging system mobile view station (mvs) was re-booting unexpectedly. When the site unplugged the imaging system from the wall, it immediately became unresponsive. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Contrary to what was previously reported a patient was present. The medtronic representative reported they were able to get the scan the surgeon needed for this case. The surgeon completed the procedure with the use of the imaging system. There was less than an hour delay to the procedure due to this issue and there was no reported impact on patient outcome. Medtronic investigation of returned suspect mvs computer was unable to confirm reported problem. The computer was bench tested and noted the fan is extremely loud and doesn't quiet upon application load. The operating system and application load as expected, time/date (cmos check) is good. Virus scan passed. Cleared system logs in bios and fan remained loud. Installed mvs computer in test imaging system and the system readied as expected. Two dimensional and 3d imaging were as expected. Upon reviewing error logs, it was noted there were several errors regarding forcibly closing a connection, preceded by several instances of "acquisition aborted. Volume manager state= offstopping recovery manager." This was not observed in the logs during the time testing in the lab. The forcible connection error was able to be recreated when disconnecting the ias from the mvs when both were in a readied state. No power cycle restarts were observed during testing in the lab. Testing was unable to replicate the reported issue.